Event description:
The customer contacted stryker to report that their device shuts off on it's own. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted stryker to report that their device shuts off on it's own. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.